Event description:
It was reported that the patient presented in-clinic for a device changeout due to eri. Noise was observed on the pace/sense portion of the lead. The pace/sense portion of the lead was capped and replaced. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.